Event description:
Following a laparoscopic cholecystectomy with right oophorectomy procedure, the patient came back a few hours post-op with a lot of blood in abdomen.the surgeon noticed the staple line where he performed the right oophorhectomy was bleeding. Unknown how case was completed.